Event description:
(B)(4). It was reported that the ventilator failed the o2 cell/sensor sub-test during the pre-use checks tests. The nozzles in the gas modules were replaced and the problem was solved. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
Two nozzle units were returned for investigation. The nozzle unit is part of the gas module. The nozzle unit consists of a membrane, a mouthpiece, and a feather spring and is used for regulation of the gas flow through the gas module. The two nozzle units have been tested in a reference ventilator and in the production test system, without any deviations being observed from their specifications. A faulty nozzle unit may lead to inaccurate or incorrect flow delivery. According to the received device log files, the reported problem could be confirmed. The reported problem was not able to be reproduced. Therefore, the root cause could not be determined from this investigation. We could however, trace back the reported problem to (B)(6). As a result, the date of event was determined as (B)(6) 2016.

Event description:
(B)(4).